Event description:
End user stated that the rubber covering is coming off her footboard. End user stated that while driving one day she ran into her vanity in the bathroom hitting her right foot. End user stated that the incident is a result due to the fact her bathroom is not handicap accessible.